Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) had become so tight that it was impossible to squeeze it. The physician believes that the valve inside the pump was not working. A surgical procedure was performed to remove and replace the ipp. No patient complications were reported.